Event description:
It was reported by the customer biomedical engineer(biomed) that there was no health level 7 (hl7) connection throughout building, and all units were in local mode; this is considered excessive loss of network connectivity. The device was in use on a patient. There was no report of patient or user harm.